Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator interface board was replaced.

Event description:
The hospital reported that, when switching from manual mode to mechanical mode of ventilation, the bellows would not move. There was no report of patient involvement.